Event description:
The 20 ga IV to left ac that was established in (B)(6) ER in place but not threaded in fully. When attempting to draw blood the IV was dislodged and accidentally removed. On removal the length of the catheter appeared short and on inspection the tip of the catheter was missing.